Manufacturer narrative:
This issue was previously reported on pr (B)(4) with MDR# 3030677-2017-00672. The investigation was completed and reported above.

Event description:
The device was returned with no known issue.